Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons defective) has been confirmed. Upon evaluation, the enclosure cover and sd card were missing, the front response button cable was severed. The cause of the defective response button is the severed cable. The root cause for the severed cable was physical abuse. No adverse event resulted from the defective response buttons.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor response buttons were defective.